Manufacturer narrative:
08/31/2017 (B)(4). The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter. The one-way valve, extender tubing and insertion components were also returned. The sheath tubing was found to be slightly dented near the middle and kinked near the hub junction. The guide wire was found to be kinked near the middle and the introducer dilator tip was found to frayed. The sheath was measured and found to be dimensionally within specification. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. A kinked guide wire and sheath may cause difficult iab insertion, however we are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4); record ID: (B)(4). Supplement - device evaluation.

Event description:
It was reported that the intra-aortic balloon (iab) was not able to be inserted. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was not able to be inserted. There was no injury or harm to the patient.